Event description:
The patient reports that the pump is intermittently unresponsive to "ok" and "down arrow" button presses. The patient also mentions that the buttons do not click and spring back as usual and that the issue is getting worse over time.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.